Manufacturer narrative:
The device was not returned to manufacturer for evaluation. The lot history documenttion was reviewed for this lot. The device history record review indicated all specifications were met. No conclusion can be drawn.

Event description:
On october 31, 2006, a clinical incident involving a turbovac 90 icw arthrowand was reported to arthrocare corporation per user facility medwatch report. During an arthroscopic procedure, the tip of the wand was reported to have detached and remained in the patient's joint. On november 30, 2006, the hospital reported there is no additional information available for the patient's current condition and further information may be available at a later date.